Manufacturer narrative:
The reported field event of noise was not confirmed in the laboratory. Visual inspection did not find any anomalies that could contribute to noise. The device was tested on the bench and no anomalies were found. The cause of the reported noise could not be determined.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-17689; 2938836-2019-17690. It was reported that the patient experienced syncope from sinus arrest. Noise was noted on the atrial and ventricular leads due to subclavian crush syndrome. The system was explanted and replaced. The procedure was successful and there were no complications.